Event description:
Arjo was notified of an event involving system 2000 bath. Arjo sales representatives was informed of a patient's death in a system 2000 bathtub. This occurred over a year ago. The caregiver had left the patient (a kid) alone to go get clothes and the kid had probably drowned.

Event description:
Arjo was notified of an event involving a system 2000 bath. Arjo sales representative was informed of a patient's death in the system 2000 bathtub. This occurred over a year ago (in 2023). It was indicated that the caregiver had left the patient alone to go get clothes and the patient had drowned whilst the caregiver was gone.